Event description:
It was reported that during a stenting treatment procedure a deployment issue occurred. The lesion being treated was located in the right coronary artery. The physician deployed a 3.50x20mm promus element plus stent in the target lesion. However, it was alleged that the balloon was shorter than the stent. The device was implanted and no patient complications were reported. The patient's status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).